Event description:
The company was informed that the pt's device was explanted due to an open wound and complaints of pain. Advanced bionics is in the process of gathering further information. Once more information is received a supplemental report will be submitted.